Event description:
The pump was received for svc with the complaint "turns on and off by itself". The facility reports that the device was not in pt use when the reported situation occurred. No pt injury has been reported.